Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient on (B)(6) 2009. According to the complainant, the patient experienced pain and suffering as well as economic damages including medical and out of pocket expenses. The physician's office was contacted; it was reported they only possess charts from 2010 and on, and since the patient was implanted in (B)(6) 2009, they did not have the record in the computer file. No further information is currently available. Should additional relevant details become available, a supplemental report will be submitted.